Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. A device history review could not be completed due to the unknown lot number. Updated information in d9 - device available for evaluation.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Event description:
An email was received regarding a smallbore pressure infusion, alleging a leak during patient use on an unspecified date. The report stated that the registered nurse (rn) was pushing meds, and the second rn was helping distract the patient. The second rn realized the intravenous (IV) tubing was no longer attached to fluids. Blood was noticed, then it was realized the t-piece had broken off. There was no patient harm reported.